Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further info. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.